Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from user facility for med watch #mw (B)(4). Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached it was reported that a patient had a revision of a left lisfranc dislocation in (B)(6) 2015 after it was noted postoperatively that a screw had broken causing the patient pain. The original surgery, an open reduction internal fixation (orif) of a left lisfranc dislocation was performed in (B)(6) 2015. The procedure was successfully completed with no reported surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Maude ID numbers were incomplete/added to complaint. Maude medwatch (B)(4) attachment added to report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development investigation was performed for the subject device (part number 204.832, 3.5mm cortex screw self-tapping 32mm, lot number unknown). Only a portion (the head and a small length of the shaft) of the subject device screw was returned. Without the entire device and lot number the part number is unable to be confirmed as reported part number 204.832, but the part family was identifiable. The relevant drawings for the subject device part family were reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. It is unknown what caused the device to break post-operatively. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.